Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Technical services (ts) recommended battery replacement or re-evaluation of battery status at a later time. This device remains implanted at this time. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. This device remains implanted at this time. No adverse patient effects were reported. Additional information received reported that further evaluation of the device battery was requested to determine whether device changeout could be avoided for this terminal patient. Data analysis revealed that power consumption was increasing in a slow and relatively predictable manner. Eri would likely occur sometime in 2022 or 2023, however continued monitoring was recommended to insure things did not change. No adverse patient effects were reported.